Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15522249, model/catalog description: linear st lead kit 70 cm; model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 15764157, model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing lack of stimulation due to the leads contacts with high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.